Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. But for preventive maintenance the supply voltage controller was adjusted. The system was checked and it was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while making a 3d scan the system suddenly stopped imaging and started beeping loudly. No buttons worked anymore and the staff then restarted the system. After restarting the system it functioned normally. No patient was present at the time of the event.